Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawers and tower doors had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawers and tower doors had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the doors two and three on tower with double click and failed. A field service engineer arrived on site; the tower was inspected and cleaned oxidation off of micro switches for doors. Wire harness connectors were re-tightened to ensure secure connections. After completing these steps, the hardware test application (hta) was accessed to test the doors for functionality. All tests passed successfully. The customer was then able to log into the user application, recover storage space, and access compartments without any malfunctions or delays. The system functioned as intended after the field service engineer repaired the device.